Event description:
Customer complaint alleges "upon connection, blade lights up then goes out when placing pressure". Alleged issue reported occurred during use. No patient injury or consequence was reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "upon connection, blade lights up then goes out when placing pressure". Alleged issue reported occurred during use. No patient injury or consequence was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One (1) 004853300 lite disposable miller blade 3 was returned for investigation. A visual inspection was performed on the blade to look for any signs of abuse/misuse/damage. No defects were observed. The miller 3 disposable blade was attached and engaged on two different handles: 008620100 pen light standard cross-cut metal reusable laryngoscope handle, and a 008621000 medium-standard cross-cut metal reusable laryngoscope handle. After physically manipulating and straining the blade, simulating an intubation, the light remained steady, strong, with no flickering. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "upon connection, blade lights up then goes out when placing pressure". Alleged issue reported occurred during use. No patient injury or consequence was reported. Patient condition reported as "fine".